Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a coronary diagnostic procedure. The procedure was completed as planned by restarting the system. No harm to the patient or user was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting and analysis of the system log files found that the generator had no connection. The fse determined that the generator module was defective. The fse performed a generator calibration. After the generator calibration, the system was returned to use in good working order. This report is a correction of the additional narrative for report# 3003768277-2025-005759. No other updates were made.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.